Event description:
It was reported that the balloon burst during inflation. A otw 6.0 x 150mm,150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, when inflating the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. There were no device fragments left inside the patient, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, blood was noted in the balloon. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm and a pinhole leak was noted approximately 55mm distal from the proximal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the balloon burst during inflation. A 6.0 x 150mm,150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, when inflating the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. There were no device fragments left inside the patient, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned for evaluation. Blood was noted in the balloon. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm and a pinhole leak was noted approximately 55mm distal from the proximal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst during inflation. A otw 6.0 x 150mm,150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. During the procedure, when inflating the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. There were no device fragments left inside the patient, and the procedure was completed with another of same device. There were no patient complications as a result of this event.